Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The service engineer (se) inspected the device. The se confirmed the reported issue, the ventilator alarmed with a high o2 alarm. The se replaced the external o2 sensor and the ventilator passed all testing.

Event description:
It was reported that the ventilator had an oxygen alarm issues. No patient harm reported. Event date not specified: estimate used.